Event description:
It was reported that there was foreign material present on the device. An nc emerge mr, ous 3.00mm x 12mm was selected for use. Upon opening the balloon, it was noted that there was a piece of hair twined around the hub. An alternate device was used to complete the procedure successfully. There were no patient complications.